Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10.5 years initial left tka, the 88 y/o female patient had a revision due to poly wore down over time. Patient was revised to a same size truliant tib imp ps insert sz 2 9mm (cat# 02-022-35-2009). There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, and investigation conclusions. Manufacturer narrative updated: the revision reported was likely the result of polyethylene wear as stated in the experience report. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided.

Manufacturer narrative:
After further review of additional information received the following sections g3, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of polyethylene wear as stated in the experience report. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs, photographs, or operative notes were not provided. The most probable root cause associated with the event of ¿prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.